Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the visual field fogging occurred where the device was subsequently inspected because the water adhesion of the objective (ob) lens deteriorated due to the internal immersion of the insertion part of the device, and moisture penetrated into the objective (ob) lens. The event can be detected/prevented by following the instructions for use which state: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was also noted that there was a major air leak in the bending section rubber that led to fluid invasion and the connector plug unit was cracked. The control unit packing joint was damaged the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the endoeye flex deflectable videoscope had a damaged distal end. Inspection and testing of the returned device found that the there was fogging on the screen caused by moisture invasion into the objective lens. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.